Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (service code 104) has been confirmed. Upon investigation, the monitor was displaying service code (104/dl code 203). The failure was isolated to contamination on multiple components of the ca board and defibrillator board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.